Event description:
Additional information was received from the patient. Patient called in and stated that the recharger gets very hot while recharging and it seems like it takes longer to recharge. It does not burn them, but gets hot for the past 3-4 months. Agent assisted patient to pair recharger to app and showed where to decrease the speed. The patient does not want to do this because it already takes 1 hour to charge each side. The caller noted that the warmth is not bothersome, they just want to be sure that it doesn't mean the recharger is being damaged. Agent advised the patient how to ensure they are seeing excellent coupling using the app. The caller repeated that when stim is turned on it makes their voice sound like a witch and their hands shake. Additional information was received from the patient. Patient reported that the cause was unknown of battery depletion. Patient reported that the settings are different on each side. Patient reported that their healthcare provider believed that hoarseness was caused the vibrations by the wires down their neck. Patient reported that when right side stimulator is turned off they have no difficulties with speech. Patient reported that when they turn the implantable neurostimulator off, they are unable to write.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient that for the past 6-8 months they have noticed that the left implant is depleting faster than it used to. When asked, patient said hasn't made any adjustments to the programming. Patient said that does charge both implants every 5-6 days. Reviewed therapy information and general programming guidance. Also discussed that when charging this particular model, it only shows in 25% increments when recharging implant, which could potentially be a factor. The patient was redirected to their healthcare provider to further address the issue, to schedule an appointment to run diagnostics and to pull recharge statistics. Patient said that doesn't have an appointment until the end of the year. Patient also mentioned that a side effect of the therapy is that has affected their voice, so patient is hesitant to increase the setting as it might affect their voice even more.